Event description:
The device was used during a "tfc" fusion cage explantation. Reportedly, the cage was explanted about two weeks post-operatively for unspecified reasons. The hosp has reported the pt's condition is satisfactory.